Event description:
It was reported the powermax elite mdu hand control overheated. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Product did not overheat during functional testing. At no time did mdu overheat or become noisy. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.